Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient did not feel a loss of symptom relief. The patient programmer showed an out of regulation (oor) even though the stimulator was functioning within normal parameters. It was noted the patient was doing well.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006 product type extension; product ID 3387s-40, lot # v006354, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient programmer was reading oor (out of regulation) when interrogating the patient's left implantable neurostimulator (ins). It was stated that the patient had her left and right ins's replaced a few days prior to the report. It was "believed" that the patient was still receiving therapy from her ins. The reporter was to call the cleveland clinic on the following monday. A supplemental report will be sent if any additional information is received.